Event description:
In 2008, the pt reported that she noticed an air bubble in her insulin cartridge after it was inserted into her infusion device. She stated that she allows insulin to reach room temperature before use, and she properly adjusts the piston rod of the infusion device. The pt was instructed to disconnect from her infusion site and to perform a prime to remove the air bubble. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional of second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
Results: no product will be returned for evaluation.